Event description:
Hosp reports that the pt had a programmable vp shunt put in june of this year for normal pressure hydrocephalus. The pt developed a subdural hematoma. The pressure on the valve was gradually raised to try and reduced the development of the subdural hematoma. The pressure had gotten up to 150 mm of water. The pt had gotten a second opinion and the pressure was raised to 200 mm of water. The pt experienced transient weakness on the left side. He then return to the or this month for evacuation of the hematoma. The shunt was left in place, and is currently operating properly.